Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2235337 medical device expiration date: 30-sep-2023 device manufacture date: 23-aug-2022 medical device lot#: 2229685 medical device expiration date: 31-aug-2023 device manufacture date: 17-aug-2022 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification is not occurring. The following information was provided by the initial reporter: customer to send in specimen lab reports for examples of the mis-ID¿s they are getting. Lots 2235337 and 2229685 affected. Emailing for additional information. Was unable to remotely get instrument log file, and customer cannot use a usb. Hazard, injury or erroneous results details did a death occur? N. If yes¿ date and time of death: n/a. Detailed death description: n/a. Did a serious injury occur? N/a.if yes¿detailed serious injury: n/a.. Did erroneous results occur? Y. If yes¿detailed erroneous results (include # of errors and type): multiple isolates misidentified. Results were not reported in error. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? N/a. If yes¿detailed hazard including any medical intervention: n/a.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification is occurring. Incorrect results were not reported out and there was no report of patient impact. The following information was provided by the initial reporter: multiple isolates misidentified. Results were not reported in error. Customer to send in specimen lab reports for examples of the mis-ID¿s they are getting. Lots 2235337 and 2229685 affected. Emailing for additional information. Was unable to remotely get instrument log file, and customer cannot use a usb.

Manufacturer narrative:
The following fields were updated: b5. It was reported that panel phoenix nmic/ID-307 misidentification is occurring. Incorrect results were not reported out and there was no report of patient impact. The following information was provided by the initial reporter: multiple isolates misidentified. Results were not reported in error. Customer to send in specimen lab reports for examples of the mis-ID¿s they are getting. Lots 2235337 and 2229685 affected. Emailing for additional information. Was unable to remotely get instrument log file, and customer cannot use a usb. D9. Device available for evaluation? Yes returned to manufacturer on: 23-dec-2022 h3. Device returned to manufacturer? Yes device evaluated by manufacturer? Yes h6. Investigation summary: this complaint is for misidentifications when using phoenix panel nmic/ID-307 (449289) batch numbers 2235337 and 2229685. The customer provided panel returns from batch 2235337, seven isolates and lab reports for the investigation. The customer initially reported contamination on their ap. However, subsequent follow up with the customer indicates that decontamination of the ap and changing of the ap tubing had "no impact to their situation". To investigate, all seven (7) customer provided isolates were processed on the maldi. All seven isolates were identified as escherichia coli. The seven (7) customer returned panels from the complaint batch 2235337 were tested using the seven customer returned isolates e. Coli (#1 through #7) on a phoenix instrument and evaluated for identification results. In addition, seven (7) retention panels from the complaint batch 2229685 were tested using seven customer returned isolates e. Coli (#1 through #7) on a phoenix instrument and evaluated for identification results. For a total of fourteen (14) panels tested. During investigation, all fourteen (14) panels identified correctly. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed one additional complaint on the complaint batch 2235337. A review of complaints revealed no additional complaint on the complaint batch 2229685. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. At the time of initial complaint testing, bd was not aware of the customer's mis-ID issue when using bd macconkey plates. Additional investigation was performed. Based on the additional investigational testing, bd was unable to re-create the customer's experience. For additional review, r&d performed a biochemical analysis/comparison between our internal bd phoenix 100 testing lab reports and the customer provided lab reports (with biochemicals). There were no results in the chemical reactions that stood out to be a definitive cause of the e. Coli mis-ids. Therefore, the results of the investigation are inconclusive at this time. Bd ID/ast plant quality will continue to monitor for e. Coli mis-ID trends and take action as necessary.

Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (449289) batch numbers 2235337 and 2229685. To investigate, all seven (7) customer provided isolates were processed on the maldi. All seven isolates were identified as escherichia coli. The seven (7) customer returned panels from the complaint batch 2235337 were tested using the seven customer returned isolates e. Coli (#1 through #7) on a phoenix instrument and evaluated for identification results. In addition, seven (7) retention panels from the complaint batch 2229685 were tested using seven customer returned isolates e. Coli (#1 through #7) on a phoenix instrument and evaluated for identification results. For a total of fourteen (14) panels tested. During investigation, all fourteen (14) panels identified correctly. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed one additional complaint on the complaint batch 2235337. A review of complaints revealed no additional complaint on the complaint batch 2229685. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type optimum performance comes from using fresh 18-24 hour, well-isolated colonies ensure proper, sufficient inoculum density allow bubbles to dissipate after vortexing properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards use swabs with minimal fiber shed make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode) volume of ID broth should be visually assessed for any obvious low fills ensure proper incubation temperature and environment use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint) handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors h3 other text : see h.10

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification is not occurring. The following information was provided by the initial reporter: customer to send in specimen lab reports for examples of the mis-ID¿s they are getting. Lots 2235337 and 2229685 affected. Emailing for additional information. Was unable to remotely get instrument log file, and customer cannot use a usb.